Event description:
A customer reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump; they informed the customer about completing necessary training on their tandem account before using the new pump. The customer understood the instructions for returning the faulty pump and acknowledged the procedures for setting it in storage mode and shipping it back.